Event description:
It was reported from information obtained through the follow up process that the right ventricular (rv) lead was fractured. It was also reported that the rv lead had high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment was returned and analyzed. No anomalies found; however, there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported from information obtained through the follow up process that the right ventricular (rv) lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.